Event description:
It was reported that some of the navio are damaged (twisted). No patient involved. Quantity of pins not reported, they were discarded by healthcare facility.

Manufacturer narrative:
H3, h6: the device was used in treatment and was not made available to the designated complaint unit for investigation. Thus, visual and functional investigation could not be performed. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. The device was not returned for investigation and the root cause could not be determined. Factors that could have contributed to the reported event are if the bone screw had been held rigidly in place while being tightened, causing to the come twisted or if the screw was tightened/untightened while it was connected to a fully tightened tracker clamp.